Event description:
It was reported that patient experienced incontinence with his artificial urinary sphincter (aus) device. A revision procedure was performed where all components were explanted and replaced. No adverse patient effects.